Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Although damage to the cannula was observed, it is unclear when the kink occurred. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was currently at the hospital (please see (B)(4) for the hospitalization complaint) and her blood glucose history is as follows: (B)(6). Hyperglycemia treated by patient activating new pod and they placed her on an insulin drip. The pod was worn between 4 and 24 hours on the arm.